Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient that the infusion set was leaking due to which hyperglycemia occurs after 3 hours of infusion set use. High blood glucose level was 16.3 mmol. Infusion set was placed in abdomen. No further information was available.

Manufacturer narrative:
Patient country: (B)(6).